Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the lithotriptor had a crack in the guidewire tip of the endoscopic image. No part of the tip fell out. The issue was detected at the end of the therapeutic endoscopic retrograde cholangiopancreatography procedure. The procedure was completed using a similar device. There were no reports of patient harm.